Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by tandem technical support to perform a system check, but no issues were identified. The customer changed pump supplies as necessary to resume insulin therapy.